Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was repositioned deeper in the pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the scs ipg site due to ipg's shallow position. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.